Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead had low r-waves and high pacing impedance. The rv lead was removed from the patient and it was confirmed that the helix would not extend. Implant damage and a fracture was also suspected. The rv lead was not implanted and another lead was used.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the lead was returned damaged, with both exposed coils stretched, and the helix compressed inside the sleevehead. No conductor fracture was observed. The helix would not extend due to drive shaft lug stuck behind the retraction stop/over-retracted. If information is provided in the future, a supplemental report will be issued.